Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. The most likely cause is patient factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data. D8 - "no" field should have been selected on initial FDA report.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a 27mm 11400m mitral valve was explanted after an implant duration of 1 day due to bioprosthetic valve thrombosis. The explanted device was replaced with a 31mm 11400m mitral valve. Patient expired on pod #2. Per medical records, mitral valve repair was initially attempted utilizing a 30mm 5200 carpentier-edwards physio ii annuloplasty ring but due to residual mr on valve post repair, the surgeon decided to explant the ring and proceed with surgical valve replacement. The patient underwent mvr utilizing a 27mm 11400m mitris mitral valve. The patient could not be weaned off bypass due to rv dysfunction so she was transitioned to peripheral ECMO and transported to the ICU. On pod# 0, the patient significant drop in blood pressure and she developed lactic acidosis. On pod# 1, the patient was taken back to the or emergently for extensive bioprosthetic valve thrombosis, lv and rv dysfunction. She underwent a redo mvr utilizing a 31mm 11400m mitris mitral valve with evacuation of the thrombus. An iabp was placed at the end of the procedure. On pod# 2, the patient had another episode of significant hypotension. Stat tee revealed occlusion of the valve without doppler flow across it. She was taken again to the or for redo sternotomy, insertion of left atrial vent and evacuation of right hemothorax. She again lost flow in the ECMO due to thrombosis. Patient developed aki and became oliguric and crrt was initiated. Due to poor prognosis, the patient was made dnr/dni with comfort measures. She expired on pod# 3. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.